Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for high pacing impedance. It was also noted that a detected high rate non-sustained episode was due to suspected rv lead oversensing. A rv lead fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was programmed off, and the patient was transferred to a facility for an rv lead extraction. However, the patient checked out against medical advice. The patient was then evaluated at another facility where the physician determined it looked like an anomaly in the rv lead impedance check and was not true noise. The rv lead was turned back on and will be continued to be followed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced due to an apparent fracture.